Event description:
It was reported that the pump had detected a downstream occlusion during testing. There was no patient involvement. Device evaluation revealed a faulty downstream occlusion (dso) sensor.

Manufacturer narrative:
B3: unknown; year valid. H3: one pump was returned for analysis in used condition. Visual inspection showed the device was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The customer complaint was confirmed during review of the event history log. Functional testing found that the dso sensor was faulty, resulting in the cassette not attached error. The dso sensor was replaced to address this issue.